Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : the consumer retained the device.

Event description:
It was reported that: "a patient had a gamma3 nail installed on (B)(6) 2022. The nail broke (date unknown) probably a few days before (B)(6) 2023. No major event/reason reported besides that "she fell from her bed". Nail was removed and replaced for another one on (B)(6) 2023.".

Manufacturer narrative:
Correction - please refer to d3 manufacturer entity. The reported event could be confirmed, from the available pictures and radiographs. From the available images, we can confirm that the nail is broken in the webs of the proximal lag screw hole but a further device is required to analyze the breakage surface. From the available radiographs, a formal medical opinion was sought: ¿the nail broke more than one year after the initial surgery, possibly related to the fact the patient fell from the bed. This is a very unstable reverse trochanteric fracture and these particular fractures need proper reduction and (often) additional stability, and depending on the patient and activity even restrictions in the post-operative care regime. Not much clinical information is provided, but based on the x-rays, we can judge that a short gamma nail broke approximately 14 months after the initial surgery for this particular unstable fracture type. The limited x-rays provided show that the fracture was only stabilized with the short gamma nail. This implant may not have been sufficient to bear to loads on the fixed fracture, which results in an inadequate biomechanical distribution of the loads on the implant, leading it to break, most probably in fatigue manner. Furthermore, after 14 months, there are little signs of healing (bone formation) of the fracture on the available x-ray. Normally the fracture should have healed within this time frame. This is a non-union, probably related to a lack of stability around the fracture area and too much movement. This combination of events led to the implant breaking.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design related problems were found during the investigation. Based on investigation, the root cause of the reported event is multi-factorial. The location of the fracture, the choice of the implant given the fracture type, and the patient activity levels post-op may have contributed to an inadequate load distribution, and therefore the breakage of the implant.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "a patient had a gamma3 nail installed on (B)(6) 2022. The nail broke (date unknown) probably a few days before (B)(6)2023. No major event/reason reported besides that "she fell from her bed". Nail was removed and replaced for another one on (B)(6)2023."